Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 146, 153 and 256 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 140 mg/dl. Customer has been obtaining high results for about a month. Customer stated she sometimes uses alcohol prior to sticking her finger and was advised of proper hand washing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 07/26/2020 and open vial date is one month. The meter memory was reviewed for previous test result history: (B)(6).